Manufacturer narrative:
For each device the quality documents associated with the manufacture were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.

Event description:
System previously reported as explanted due to infection on (B)(6) 2013. Per information received (B)(6) 2023, system remains implanted and active confirmed via interrogation and x-ray. No current complaints.